Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the pod was lifting from the skin causing the cannula to dislodge from the site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level was greater than 13.9 mmol/l (250.2 mg/dl). The pod was worn between 4 and 24 hours. It was noted that the pod was lifting from the skin causing the cannula to dislodge from the site. No information was provided on how the hyperglycemia was treated. Device was discarded.